Event description:
Technician found stretcher with note stating, 'head of bed won't go down'. He found mechlock device for auto contour defective, it was stuck on lock. Technician replaced mechlock device to resolve.